Event description:
It was reported that during pre-surgery, it was discovered that the motor device made a high pitch noise and did not move with the attachment device. During in-house engineering evaluation, it was observed that the device generated heat, made an excessive noise, was loose, and had a component and labeling damage. It was further determined that the device failed pretest for visual assessment, label assessment, temperature assessment, air pump assessment and connector loctite assessment. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: attachment device, (B)(6) 2021. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the initially reported condition of the device not moving with the attachment was not confirmed. Therefore, an assignable root cause was not determined. However, the reported condition of the device generating heat, identified during service and evaluation were confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).